Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - small and a crack on the hub that surrounds the sheath valve issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath - small had a visible crack on the hub that surrounds the sheath valve. The plastic portion of the sheath on the distal end of the handle was cracked and blood was flowing out of the sheath inappropriately. The sheath was exchanged and the issue was resolved. The procedure was continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for the crack on the hub that surrounds the sheath valve.

Manufacturer narrative:
Additional information was received on 21-sep-2023. Carto vizigo¿ 8.5f bi-directional guiding sheath - small was inserted into the patient¿s body and it was discovered that the sheath was cracked at the side port. The patient was not harmed. The sheath was removed and replaced with a new vizigo sheath. Therefore, updated h6. Medical device problem code from material separation (a0413) to break (a0401) to better meet the reported issue. The bwi product analysis lab received the device for evaluation on 04-oct-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The carto vizigo¿ 8.5f bi-directional guiding sheath - small had a visible crack on the hub that surrounds the sheath valve. The plastic portion of the sheath on the distal end of the handle was cracked and blood was flowing out of the sheath inappropriately. The sheath was exchanged and the issue was resolved. The procedure was continued. There was no patient consequence reported. Additional information was received on 21-sep-2023. Carto vizigo¿ 8.5f bi-directional guiding sheath - small was inserted into the patient¿s body and it was discovered that the sheath was cracked at the side port. The patient was not harmed. The device evaluation was completed on 10-nov-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination were performed following bwi procedures. Visual inspection was performed and the side port tubing was observed separated from the hub. Microscopic examination was performed and evidence of adhesive was found. The damage observed could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. A fourier transform infrared spectroscopy (ft-ir) was performed to confirmed the evidence of the adhesive and, overall, data reveals that the analyzed material is conformed of methacrylate-base material, confirming the presence of adhesive glue on the device. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. An internal corrective action has been opened to introduce optimization actions on devices with stopcock gluing issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).